Event description:
It was reported that the lead exhibited low, out of range pacing lead impedance. Lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.